Event description:
Boston scientific received information that, during the implant procedure, a perforation of right ventricle was caused by this right ventricular (rv) lead. The patient was stabilized, and the blood into the pericardium was extracted. A new procedure will be scheduled for the near future. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.